Manufacturer narrative:
The reported malfunction was observed and attributed to a system interconnection cable that was not properly seated to a connector. The cable was reseated to correct the reported problem. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to switch modes and did not respond to input controls. Complainant did not indicate that there was any patient involvement in the reported malfunction.